Manufacturer narrative:
Other applicable components are: product ID: 3093-28, lot# v173541, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead.

Event description:
The health care professional reported that the implantable pulse generator (ipg) was not recording well and the patient had no benefit from it. They tried various options on the patient to reprogram it but the patient did not seem to benefit from it. The ipg was removed and the lead was replaced. The patient was indicated for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.